Event description:
The customer reported that the insulin pump had a blank display. The battery was changed and the device still had a blank screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a battery tube connector not being plugged in properly.